Event description:
A male patient underwent an evar on (B)(6) 2014. The zenith flex main body graft was placed successfully, however, during placement blood loss occurred through the sheath. Ref # 1820334-2014-00194. A zenith iliac leg graft with spiral-z technology was then placed successfully, however during this placement blood loss also occurred through the sheath. Due to approximately 1,700 cc of blood loss, the patient was given a blood transfusion. No adverse effects occurred due to the blood loss. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.